Event description:
Information received from the field notes that while the patient was not symptomatic, the EKG noted intermittent loss of capture after a ventricular output pulse. The device could not be interrogated, therefore it was replaced.